Event description:
Additional information received reported there were no malfunctions with the device. It was stated there were no diagnostic tests that were done other than turning the device on and off. It was stated the patient outcome was that they were discharged home with follow-up to their neurologist. It was stated the device was interrogated. It was noted everything worked fine and the patient was discharged home with some pain medication and that was it.

Event description:
It was reported 3 weeks following bilateral gpi deep brain stimulation (dbs) surgery and one week after the initial programming date, the patient was hospitalized for worsening dystonia and severe pain. The patient outcome was not provided.

Manufacturer narrative:
Product ID: 3387, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).